Manufacturer narrative:
This final MDR will be the only report submitted. Conclusion: the codman3000 pump, serial# (B)(4) was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. There is no current safety signal identified related to the reported event based on review of complaint history for the devices. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial/MDR will be the only report submitted for MFR report #1226348-2017-00180. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that a codman 3000 pump (ap03000h/15441) unintentionally ran dry post operatively and now may not be able to be used for surgery. The pump was implanted for hai chemo infusion with arterial flow rate 1.3ml/day on (B)(6) 2017 and was not filled within the expected timeframe. This may have caused the catheter to clot off, therefore the pump is not infusing anything to the liver. The physician has taken measures to alleviate the situation. So far they have been unsuccessful in seeing the pump restart this infusion.